Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
.

Manufacturer narrative:
The articulating surface of the tandem bipolar polyethylene component appeared undamaged. Likewise, there was no damage visible on the polyethylene retaining ring. The cocr femoral head did not show signs of damage to the articulating surface or the taper surface. No obvious manufacturing defects which would have led to revision of the device were observed. Based on the analysis conducted, the exact cause of failure was unable to be determined. A dimensional analysis found all applicable features to be within design specifications. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. No further investigation is warranted at this time. (B)(4).